Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a loss of consciousness the customer was unable to self-treat and was treated by a non-healthcare professional with a glucose injection and orange juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device (B)(6) was returned and investigated. Visual inspection was performed on the reader and no issues were observed. The reader turns on with button press, strip insertion and turns on with known good usb cable insertion. No failure mode observed. The issue was not confirmed an investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history record (DHR) for the freestyle libre reader was reviewed and the DHR showed the freestyle libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.